Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the instrument. The fse observed ise (ion selective electrode) reference line had air leading to ise reference block which indicates bad reference valve. The fse replaced the ise reference valve which resolved the issue. Patient demographic information was not provided. Patient data was not provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
Customer reported of getting negative anion gap on patient results for ise (ion selective electrode) which includes na (sodium), k (potassium) and cl (chloride) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.